Event description:
It was reported that the caller experienced a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Customer support provided assistance with a pump reset, and the caller successfully started their sensor session.